Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and confirmed the reported problem. The wash pump was replaced. The instrument was inspected, tested without further problem and returned to service.